Event description:
Adverse event(s): "lens exchanged for different power" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]. A nurse reported that an intraocular lens (iol) was exchanged for the same model, different power, due to patient being unhappy with her vision. The nurse reported that following the exchange, the patient is now satisfied. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was scratched and the optic was torn/split/cracked into two pieces possibly cut. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/06/2010 and 05/19/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).